Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim/faded and discolored. Increasing the contrast to the maximum did not improve the issue. Additionally, the audio bolus button cover and plug were detached, exposing the button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the audio bolus button plug was missing. This report is made based on results of investigation completed on (B)(4) 2014.